Manufacturer narrative:
Based on the available data, investigations have determined that there is no issue present. The patient has slightly positive hcgb values. There are other clinical pictures besides pregnancy which would exhibit elevated hcgb values. No general reagent issue is evident.

Event description:
The customer reported that they received an erroneous high result for one patient sample tested for intact human chorionic gonadotropin + the ss-subunit (hcgb) on the e601 analyzer. The sample resulted as 8.2 miu/ml and this value was reported outside of the laboratory. The result was said to not fit the clinical picture of the patient. The patient is not pregnant. The laboratory considers anything above 5.8 miu/ml to be a positive result. The customer states that their laboratory considers a patient to be 3 weeks pregnant if their result falls within the range of 5.8 to 71.2 miu/ml. The customer repeated the patient sample on (B)(6) 2015 on a different e601 analyzer and it resulted as 7.72 miu/ml. The patient was not adversely affected. The e601 analyzer serial number was (B)(4). The field service representative stated that the issue was related to the patient sample. He stated that the customer was unable to determine any other possible cause. Controls were repeated and were within specification.